Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2014 with the following findings: the keypad showed no signs of tearing or peeling. The complaint could not be duplicated during investigation. Contamination was found beneath the up, down, and contrast button contacts. Unrelated to the keypad, the audio bolus button cover was missing. Additionally, during visual inspection discovered that the pump has a crack in the battery compartment. The crack runs between the case seal and battery cap. Also, the pump booted to a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the keypad was damaged and the buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.